Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "before anesthesia, the c-mac was tested for use in intubating a patient. Initially tested ok, but the image from the laryngoscope handle disappears shortly afterwards and the battery indicator shows 0%. The monitor is locked in the position with an image of a camera and a question mark ". Procedure completed with delay less than 30 mins. No negative impact in state of health reported.